Manufacturer narrative:
Results: fifty returned samples were received from the customer facility and evaluated of the incident. Twenty tubes were tested with no failures of the customer incident being found. The DHR was reviewed and found to have a quality notification for ¿high draws¿, product was disposition per (B)(4). All process and final inspections comply with specification requirements. Conclusion: upon evaluation of the customer returned samples, the customer¿s product issue was not observed during visual inspection of the tube and rubber stopper. The samples were tested for draw and there were no issues removing the tube from the holder. The samples were also inspected for any visual defects, none were identified. Draws were within specification requirements. UDI #: (B)(4).

Event description:
It was reported that the caps of the 13x75 mm 4.0 ml bd vacutainer® plus plastic plasma tubes were coming off when using the transfer device to the I-stat machine. No injury or medical intervention.